Event description:
It was reported during a diagnostic colonoscopy under sedation, the video system center experienced a b30 error which resulted in a procedural delay of greater than 30 minutes. There were no reports of patient harm.